Event description:
It was reported that one day post implant during post operation check, the pulse generator exhibited backup vvi operation. After a device download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).